Event description:
The pt is a (B)(6) male admitted to the medical center on (B)(4) 2011 for surgery related to vocal fold lesion. Toward the end of the procedure, the handle of the laryngoscope separated. No one was touching the device at the time. The remaining section of the scope was removed. There was no need to replace the scope since the surgery was concluding. There was no harm to the pt. The area where the scope broke was on a weld. Staff reported no problems during the insertion of the scope, and no conditions or circumstances that would explain the breakage.